Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the eye, the patient began developing blurry vision. The next day, the patient presented with 4+ ac cell, hypopyon, and no view posteriorly. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was immediately referred to retina where they injected 2 antibiotics and dexamethasone. By the following day, the hypopyon had resolved and the patient was back to 20/40. The following medications were prescribed for use at home pre-operatively & postoperatively: pf qid. Ketorolac qid (started 3 days prior to surgery). Moxifloxacin qid (started 3 days prior to surgery).

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.